Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: date of event unknown. Explanted date: device was not explanted. (B)(6). Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The following was reported through literature review. A (B)(6)-year-old patient with a vessel size of 5x5 mm, developed a hematoma within 5 minutes of device placement. Hemostasis was subsequently achieved with manual compression. A physical exam with the patient was still in the angiography suite revealed diminished pulses and ultrasound (us) confirmed acute occlusion of the common femoral artery secondary to thrombus. This required emergent thrombolysis performed via the contralateral femoral artery. Successful resolution of the thrombus was documented on subsequent us. Manual compression and emergent thrombolysis performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.